Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The investigation will be conducted using the information provided by the customer and the inspection findings from the regional repair center and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed an e216 error message. There was no patient involvement.